Manufacturer narrative:
Correction/clarification to a2 date of birth: year of birth was provided as "1977". Patient's age has been updated based on this year and the date of occurrence. Clarification to b3 date of occurrence: partial date provided as "(B)(6) 2024". Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as fold flow opening. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture diagnosed via MRI. Device was explanted and replaced with a non-abbvie device.

Event description:
Distributor reported on behalf of healthcare professional "rupture" via MRI. This record is for right side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3.

Event description:
Distributor reported on behalf of healthcare professional "rupture" via MRI. This record is for right side. Device was explanted and replaced.